Manufacturer narrative:
(B)(4). The device was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
The device was subsequently returned for testing. This product issue will be updated when evaluation is complete.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this patient had a fall this past winter. The patient has been feeling tired but no other symptoms. The patient presented today with sensing and capture issues. Noise was producible during isometrics and impedance measurements decreased from 500 ohms to 170 ohms and r-waves decreased from 8mv to 4mv. The physician suspects a lead insulation issue. The patient is not pacemaker dependent but is paced 81% in the ventricle. A revision procedure was performed and the system was removed from service and replaced. No adverse patient effects were reported.